Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) screen display is abnormal.no casualty reported. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name & email),g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e2,e3,h6(impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) screen display is abnormal.no casualty reported.

Manufacturer narrative:
Additional information: (event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disassembled the screen, cleaned the cables, and reinstalled, and performed all functional and safety checks to meet factory specifications. However asked alex, the southern district engineer, to support the correction operation. Completed repair with all functional and safety tests per manufacturer specifications.